Event description:
It was reported that the pt was transferred to another pump when the first pump appeared to be changing from pattern to afib and was possibly triggering in both modes. There were no pt complications.